Event description:
The physician was using an admiral xtreme pta balloon catheter for pre-dilation of a lesion in the popliteal artery (ppa). It is reported that a pre-procedure grade a dissection occurred. A complete self expanding was successfully implanted.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (dissection).